Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the cable of monopolar curved scissors instrument was noted to be out of order. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was dislodged. The instrument was inspected prior to use. The issue was found prior to start the surgery. The color of cable was silver. No report of any collision. No report of fragment fall inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.